Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that when plugged into the analyzer, the atrial channel is sensed on the ventricular channel. The analyzer passed all incoming functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when plugged into the analyzer, the atrial channel is sensed on the ventricular channel. The analyzer was returned for service. There was no patient involvement.